Manufacturer narrative:
It was reported that a patient underwent implantation of a trapease inferior vena cava filter. The indication for the implant and the medical history of the patient have not been provided. It was reported that at some point after implant the filter fractured and migrated. The device was surgically removed during a procedure to remove a foreign body from the right ventricle and tricuspid repair, and then sent to pathology. The pathology report states, "received fresh and additionally designated as "foreign body" are three pieces of metal wires, the largest of which has an incomplete umbrella like configuration with two pointed ends, measuring 5 cm in height x 3 cm in central diameter. The second fragment has one branched wire and is 5 cm in length and seems to be part of the first portion of the specimen. The third portion is a single small wire, 1.5 cm in length. Additional information indicated that approximately two years after implant portions of the device were surgically removed from the heart. Approximately one month after the procedure to remove the device the patient expired due to complications related to the filter including cardiac arrest and acute pulmonary edema. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without procedural films for review, the reported filter fracture/separation and migration of the filter could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture and migration are unknown at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, "sail" effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Acute pulmonary edema and cardiac arrest are not representative of a device malfunction, with the limited information currently available it is not possible to determine what factors may have contributed to those events and the death of the patient. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown. The event date used is the alert date. As reported through the legal department via a legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, perforation of the ivc, with the filter struts abutting the aorta and l3 vertebral body. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.   The product was not returned for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available.   The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter.  Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall.  As per the instructions for use (IFU), possible procedure complications include, but are not limited to, the following: perforation of the vessel wall. Also as per the IFU, possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, and filter perforation of the vena cava wall. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this file.

Event description:
As reported through the legal department via a legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, perforation of the ivc, with the filter struts abutting the aorta and l3 vertebral body. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.